Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the connection was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking at the spin collar after connection is made to the hub of the catheter

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the connection was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking at the spin collar after connection is made to the hub of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023 . H6: investigation summary the customer reported leaking at the spin collar. And returned one used sample. The sample was not the reported lot, and was returned a label with a new lot. Lot 22119134 returned, lot 22109382 reported. The set was primed and did not leak even under pressure, the complaint of leakage could not be replicated. The root cause is unknown without an observed failure. Device history record review for model mp5301-c lot number 22109382 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model mp5301-c lot number 22119134 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.